Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. Customer's blood glucose level was 125 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.